Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Drive support disk was inspected and no anomaly was noted. Unit was received with missing battery cap o-ring, broken battery cap, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 625mg/dl due to kidney disease. Troubleshooting found that the drive support cap was indented and the ring from the battery cap is missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.